Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 due to pelvic pain. It was reported that patient underwent exploratory laparoscopy, left oophorectomy, lysis of adhesions, bilateral salpingectomy/round ligament remanent removal, abdominal trigger point injections, vaginal/lower levator muscle botox injections, cystoscopy, bladder instillation, and left ureterolysis due to chronic pelvic pain, and left ovarian cyst on (B)(6) 2012. It was reported that patient underwent mesh removal surgery on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ovarian cyst.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.